Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient complained about infusion set leakage. The infusion set was in use for 14 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.